Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted about a week ago with brown urine and elevated lactate dehydrogenase (ldh). He was taken to cath lab to have tissue plasminogen activator (tpa) through the pump. Later that night, he developed neurological changes and was taken to operating room for brain bleed and evacuation of a clot in the brain. The patient's ldh level has come down since the administration of tpa but the patient is recovering slowly from the neurological event. It was noted that the patient experienced a pump stoppage from letting his batteries run out earlier this spring. At that time he had no noted issues with thrombus in the pump.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.